Event description:
It was reported that a nurse trained in the use of the starclose se device achieved arteriotomy closure of a heavily scarred common femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, resistance was felt and the exchange sheath tubing appeared to bunch-up. The exchange sheath tubing was straitened out, which enabled exchange sheath splitting to be completed. After clip deployment, difficulty was encountered removing the device. In accordance with the instructions for use, a dilator was inserted into the access ports unlocking the clip delivery tubeset and the thumb advancer enabling them to be retracted proximally, which released the device from the tissue tract. When the device was removed, the starclose se clip was found deployed in the intended location and hemostasis was achieved. There were no reported adverse patient effects. Though requested. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.(B)(4)-improper or incorrect procedure or method- patient selection. The starclose se instructions for use state under special patient populations, the safety and effectiveness of the starclose vascular closure system have not been established, in patients populations who are morbidly obese (B)(6).